Event description:
Customer reported that a patient presented with a wound dehiscence including abdominal evisceration. Event occurred on post-op day five while patient was at home. Patient reported they sneezed at home and then presented to the ER with an abdominal evisceration. Patient was taken to the or for surgical repair. Customer reports that the surgeon advised the suture appeared broken in the middle. Current status of patient is reported as recovered.